Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit was not cooling properly. The mixing pump was not working at 100%. Error 113 appeared. The device was insufficiently filled. Mixing pump was replaced. The device underwent and passed testing after all repairs. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. The device was insufficiently filled. The mixing pump did not work at 100 percentage and received an error 113 (reduced water temperature control). Per follow up information received via email on 19jan2023, they got information that instrument was not cooling sufficiently. Patient was not involved. Mixing pump did not work properly and was replaced.

Event description:
It was reported that the arctic sun device was not cooling. The device was insufficiently filled. The mixing pump did not work at 100 percentage and received an error 113 (reduced water temperature control). Per follow up information received via email on 19jan2023, they got information that instrument was not cooling sufficiently. Patient was not involved. Mixing pump did not work properly and was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.